Event description:
The customer stated that she was in the hospital due to diabetic ketoacidosis. The customer stated that she had been experiencing high blood glucose levels for the past two weeks. The customer also stated that the motor doesn't appear to move when she programs a bolus or prime delivery. Attempted to troubleshoot the insulin pump, but during the rewind the screen froze, and the buttons did not respond. Troubleshooting for frozen screen was performed, but the issues were not resolved. Advised the customer that the insulin pump would be replaced.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump had a scratched display window, cracked battery tube threads and broken belt clip slot.